Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint was determined to be mechanical interference between the probe and an adjacent component, leading to excessive stress and failure of the probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat probe was completely broken off from the device. There was no patient involvement.